Event description:
It was reported that 290 bd discardit¿ syringes had foreign matter. The following information was provided by the initial reporter: "foreign matter"

Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. (B)(4). (B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1121609. Medical device expiration date: 30-apr-2026. Device manufacture date: 01-may-2021. Medical device lot #: 1136652. Medical device expiration date: 30-apr-2026. Device manufacture date: 16-may-2021. Medical device lot #: 1156573. Medical device expiration date: 31-may-2026. Device manufacture date: 05-jun-2021. Investigation summary: there are no samples and 27 photograph along with the reported complaint of foreign matter. The investigating team has used the retention samples of material number 302438 and lot number 1121609,1136652, 1156573 for investigating the reported defect. The investigation and simulation were carried out on ten retention samples where the investigating team has visually tested the samples for the defects and none were found in the ten retention samples. The following actions are work in progress foreign matter/hair - meech to be installed on machine to remove loose foreign matter from blisters. Target date- (B)(6) 2022. All the actions above will be monitored for effectiveness check for the period of 6 months and reviewed by the oqc team in the weekly oqc meeting. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.